Event description:
It was reported that the patient had inappropriate shocks. Later, the entire system was explanted and not replaced. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had inappropriate shocks. Later, the entire system was explanted and not replaced. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection showed a crack in the polycin vorite cover of the sense b notch area. This crack extended into the insulation but not to the conductors. This type of damage has been deemed a design issue. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to device design. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.